Event description:
A peritoneal dialysis (pd) nurse reported a patient developed peritonitis on (B)(6) 2014 and received treatment in clinic. The patient was not hospitalized and was prescribed antibiotic medications. The patient finished the course of antibiotics and was reported as being in good health.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.